Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the right ventricular (rv) lead exhibited high capture threshold and failure to sense. Chest x-ray confirmed rv lead dislodgment. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.